Event description:
The customer reported the olympus endoscope reprocessor was operated with setting 2 and the process time was usually 22 minutes; however, recently, the process time was 29 minutes. After interviews at the site, the water filter was found to have last been replaced in november 2021. The site had been instructed to replace the water filter, but the site was unable to replace it. The evis lucera elite colonovideoscope was reprocessed and used on a patient. It was unknown if the scope was used on more than one patient. There were no reports of positive cultures. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Reports are being submitted on the oer-6 reprocessor and the scopes that were reprocessed using the oer-6. Please refer to the following reports: patient identifier of (B)(6) is related to model number: oer-6, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-1200n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290z, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-q260, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290zi, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-q260ai, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290z, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-q260ai, serial number: (B)(4). The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. There were no delays in the start of pre-cleaning after the scope was used and manual cleaning was done within one hour of use. The scopes did pass a leak test. The type of cleaning solution used for manual cleaning was unknown. The forceps channel, suction channel, air/water supply button, suction button, and forceps stopper were brushed. Manual disinfection was not done. The automatic endoscope reprocessor used was the oer-6. Aceside was used as the disinfectant and the type of detergent used was unknown. The disinfectant was not expired and was within the effective concentration range. The cleaning tube was connected to all channels of the scope during cleaning. The water filter was not replaced in the specified period. The products that treat rinse water, such as filters, were normal. The scopes were dried using the aer and they were stored in a cabinet without drying function. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to device evaluated by manufacturer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the customer did not fully understand the maintenance method of the equipment. A final root cause of this event (scope reprocessed while the water filter was unreplaced, then the scope was used) was unable to be identified. The event can be prevented by following the instructions for use which state: ¿the operation manual of oer-6 indicates to replace the water filter at least once in two months in ¿7.3 replacing the water filter (maj-2317) ¿. Moreover, there is warning description that failure to perform this operation could result in ineffectiveness of the water filter, which could lead to insufficient removal of germs in tap water and contamination of the equipment piping.¿ olympus will continue to monitor field performance for this device.